Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The tandem t:slim user guide indicates, "the cartridge is indicated as a reservoir for the delivery of rapid-acting insulin with the t:slim pump. Humalog has been tested by tandem diabetes care, inc. And found to be safe for use in the t:slim pump. Humalog was tested for up to 48 hours as labeled." Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels (554 mg/dl), and diabetic ketoacidosis. Customer was taken to the emergency room and subsequently admitted to the hospital. Reportedly, the customer was nauseous and vomiting upon being admitted to the hospital. During troubleshooting with tandem technical support, it was found there was air bubbles present in the tubing. Reportedly, the customer was performing the load process incorrectly. In addition, it was noted that the customer uses humalog insulin and pump supplies had been in use for approximately 72 hours. Customer was treated through intravenous insulin drip. Customer was released from the hospital on (B)(6) 2017. Tandem technical support guided the customer through priming all air bubbles out of the tubing, and educated the customer on how to properly perform the load process.